Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, non-sustained rv oversensing was observed. Further review of the strips noted possible myopotential oversensing. Programming changes were made. The oversensing was not seen when patient coughed deeply; no further sensing issues were observed. Patient will be monitored with routine follow-up.